Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. The results of the investigation concluded that the shaft had been fractured and separated at two locations, with subsequent fracture of the microcables; the corewire remained intact and had been exposed. It was noted that the corewire had been kinked and the shaft had been kinked at the location of the fractures. The combined length of the three shaft sections is consistent with no missing material from the guidewire assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire damage is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, a tear occurred in the middle of the device. The device was recovered using a guidewire with no adverse patient consequences. The procedure was completed without further measurement.